Manufacturer narrative:
The customer tried calibrating ise tests, but this was not successful. The sample pipettor was checked and was ok. The reference electrode was changed and after this, the analyzer was calibrated. Controls were acceptable.

Event description:
The initial reporter stated they received discrepant results for six patient samples tested with ise indirect na for gen.2 on a cobas 8000 ise module. Samples 1,2,3, 5, and 6 also had discrepant results for ise indirect k for gen.2. No incorrect results were reported outside of the laboratory. The samples were repeated and the repeat values were deemed correct. The first patient sample initially resulted in a k value of 9.5 mmol/l and repeated as 4.4 mmol/l. This sample initially resulted in a na value of 270 mmol/l and repeated as 140 mmol/l. The second patient sample initially resulted in a k value of 9.8 mmol/l and repeated as 4.3 mmol/l. This sample initially resulted in a na value of 280 mmol/l and repeated as 143 mmol/l. The third patient sample initially resulted in a k value of 7.1 mmol/l and repeated as 5.3 mmol/l. This sample initially resulted in a na value of 198 mmol/l and repeated as 144 mmol/l. The fourth patient sample initially resulted in a na value of 159 mmol/l and repeated as 140 mmol/l. The fifth patient sample initially resulted in a k value of 6.3 mmol/l and repeated as 4.2 mmol/l. This sample initially resulted in a na value of 176 mmol/l and repeated as 140 mmol/l. The sixth patient sample initially resulted in a k value of 7.8 mmol/l and repeated as 5.9 mmol/l. This sample initially resulted in a na value of 222 mmol/l and repeated as 174 mmol/l. The na and k electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.